Manufacturer narrative:
Summary of evaluation: the results of the manufacturer's evaluation suggest that this event may be related to the design of the joining process. The design will be reviewed and improvements will be incorporated if appropriate.

Event description:
The surgeon was preparing cement under pressurization when handle fell off pressurizer. The surgeon was able to complete the procedure manually. There was no adverse consequence for the pt or delay in surgery or anesthesia time.